Manufacturer narrative:
H6: additional health effect - impact code - 4643 blood transfusion. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during heartmate 3 (hm3) left ventricular assist device (lvad) implant in the operating room (or), the patient became vasoplegic, requiring multiple blood products, fluids, and pressors. The surgeon noted an increase in the patient's abdominal size and firmness. The patient was unable to be weaned off cardiopulmonary bypass (cpb) and there was a drop in the patient's partial pressure of oxygen (po2). An exploratory laparotomy was performed, at the patient's bedside and a centrimag right ventricular assist device (rvad) was placed. The right heart failure (rhf) was multifactorial as the patient spent a prolonged time on cardiopulmonary bypass (cpb) due to aortic valve regurgitation and bleeding, needing resuscitation. The source of the bleeding was confirmed to be friable epicardial tissue and was treated with blood products and fluids. It was unknown if right heart failure existed pre-lvad implant, but it was determined not to be caused by a device-related issue. The patient became hemodynamically stable and was transferred to the intensive care unit (ICU). Both lvad and rvad had adequate pump flow with no alarms and were working as intended. There was a planned wash out in the operating room with a potential closing of the chest on (B)(6) 2024, but was unable to leave the operating room due to the bleeding and hemodynamic instability. The patient passed away in the operating room. The device operated as expected. It was unknown if an autopsy was performed or provided and the pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including right heart failure and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The exploratory laparotomy found no obvious bleeding, and the increase in abdominal size was attributed mostly to edematous fluid filling tissue.